Event description:
It was reported that during a lap bowel resection, the tip of the device fell off. No patient consequences were reported.

Manufacturer narrative:
Date sent: 06/28/2007. Information anticipated, but unavailable at this time.